Manufacturer narrative:
Investigation: our quality engineer inspected the returned units and confirmed the reported observation of unsealed packaging. Red tape was also identified on the packaging of the samples. Red tape is used to indicate a splice between rolls of packaging material by the supplier. This would allow for an inadequate seal. It is possible the impacted product was missed by production technicians during the packaging of the product. An awareness training on this event will be conducted for the appropriate production personnel. Additionally, a bottom web splice sensor will be installed on the packaging equipment to detect product of this type. DHR was reviewed and all required challenges and testing was performed per specification in accordance with the in-process sampling plans.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip package was unsealed. This occurred on 5 occasions before use. The following information was provided by the initial reporter: unsealed package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip package was unsealed. This occurred on 5 occasions before use. The following information was provided by the initial reporter: unsealed package.